Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/1/2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a crease on the posterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation was diagnosed by a physician on (B)(6) 2018. Bilateral baker's grade I capsular contracture was also noted. Bilateral prosthesis replacement with mentor smooth round moderate profile 300cc saline prostheses was performed. The implants were filled to 350ccs. No procedural complications were noted. The deflation was previously reported under 1645337-2018-05129 on (B)(6) 2018. Mentor received additional information on 9/27/2018 regarding the bilateral capsular contracture.